Event description:
It was reported that before using three (3) bd vacutainer® sst¿, the customer noticed the rubber stopper of the blood collection tubes are sunken inwards, causing the yellow cap to fall off. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using three (3) bd vacutainer® sst¿, the customer noticed the rubber stopper of the blood collection tubes are sunken inwards, causing the yellow cap to fall off. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 14-nov-2024. Investigation summary: bd received three (3) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for stopper cocked was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for stopper cocked with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper cocked. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".